Event description:
It was reported that, one year prior to report, the patient was in bed for ten days and couldn¿t move, eat, or sleep. When the patient had a refill two weeks later, the pump was empty. At the time of the event, the device system was used to deliver dilaudid.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).